Event description:
Medical affairs spoke to the patient in 2003 and obtained/verified the following information: patient called lfs alleging their meter was reading inaccurately low, however it was discovered that the meter was set to the incorrect unit of measure. Unknown how long the meter has been in the wrong unit of measure. The patient visited their physician (approximately 2 weeks ago) due to symptom of fatigue. They tested their blood sugar at home and obtained a result of 16.3 mmol/l (pt interpreted it as 163 mg/dl). More than 30 minutes later, their blood sugar at the physician was 385 mg/dl. No treatment given. Patient was taking a set amount of insulin. The physician took the patient off insulin because he felt the insulin was not working and changed pt to glucophage. Pt is now taking glucophage twice a day. This case is being reported since the misinterpretation of results due to wrong unit of measurement could have led to the high blood glucose levels and symptom.